Event description:
It was reported, the superior vena cava coil on the right ventricular lead had high impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6); 4068 implantable pacing lead 1999 (B)(6); 4193 implantable pacing lead 2006 (B)(6). (B)(4).